Event description:
The customer reported via phone call that the keypad is unresponsive. The customer does not recall any significant event leading to the alarm. The blood glucose level at the time was 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to light moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads.